Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 160 mg/dl "something" and 300 mg/dl "something". The customer could not recall the exact values. No adverse event was reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.